Event description:
Pt had bilateral silicone gel breast implants done for augmentation in 1985. Recently pt was diagnosed with breast cancer after a biopsy of their right breast. A follow-up MRI done in 03 noted a small intracapsular rupture of the right implant but the outer capsule appeared intact. The pt was scheduled for re-excision of the biopsy area and a sentinel node biopsy in 04. Pt did request both implants to be removed at the same time. They were taken to surgery at which time the silicone implants were removed and replaced with saline ones. They tolerated the procedure well and discharged the following day.